Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. A force was applied to the probe during spark generation. The load applied to the probe when grasping the tissue or outputting the seal and cut caused cracks in the probe and generated an error. Due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following information is included in the instructions for use (IFU): ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the complaint of an error code being displayed could not be confirmed due to the damage and condition of the probe. Evaluation did find the probe was broken around the outer pipe and the fracture stated from the origin of the crack on the probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the thunderbeat front-actuated grip type s produced an unidentified error in the operation check. The issue was found during a therapeutic, laparoscopic gastrectomy which was completed using a similar device. There was no delay in the procedure due to the device malfunction. Inspection and testing of the returned device found the probe was damaged after being dropped with part of the device missing after breaking off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.